Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a battery low alarm. This condition interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
The condition of low battery alarm was confirmed through evaluation due to the battery being expired. The battery was replaced to correct this condition. A follow-up report will be submitted if additional information becomes available. (B)(4).